Manufacturer narrative:
H11: additional manufacturer narrative: the product was not returned for evaluation as it was contaminated with or suspected of contamination with an infectious substance. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 11500a27 implanted in aortic position was explanted from a 56-year-old patient after an implant duration of 61 days due to marantic endocarditis, leading to severe aortic paravalvular leak (pvl) caused by dehiscence of the valve. Reportedly, on post-operative day (pod) 3, the patient presented with fever. All cultures were negative at that time, however, oral antibiotics were prescribed as the inflammatory markers (ifm) were not decreasing. The patient was discharged home on antibiotics a few days after. On postoperative week two, the ifm was not resolved and on examination it was found a dental root that appeared chronically infected. Thus, decision was made to start on metronidazole and augmentin for ten days. Six weeks after intervention, during a follow-up review, patient was noted as to be asymptomatic with no fever; however, tte showed three separate areas of pvl with severe regurgitation. Therefore, the patient was hospitalized and further imaging tests were performed confirming severe pvl that increased over the following days. On pod# 60, the valve was observed to be rocking and infective endocarditis was diagnosed. The patient was put under antibiotics and underwent reintervention the following day. As reported, it was an extremely complex intervention that lasted 19 hours, complicated by excessive bleeding in the native aorta and finally in the operated root, requiring three cardiopulmonary bypasses. During intervention, septal abscess with large amount of tissue necrosis and infection spreading into the native aortic annulus with loss of anatomical structures was observed. The inspiris valve was observed to have dehiscence almost completely. Finally, a homograft valve was implanted in replacement. After intervention, the patient spent six weeks on the ward on intravenous antibiotic therapy until the ifm settled, and he was discharged home feeling well.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated information in section h6 (component code, investigation findings and investigation conclusions) h11. Additional narrative/data: marantic endocarditis (also known as non-bacterial thrombic endocarditis), was reported as a possible cause for the reported dehiscence/paravalvular leak. Non-bacterial thrombic endocarditis (nbte) consists of small, sterile vegetations which typically aggregate along the edges of the heart valve or the cusps unlike infective endocarditis, nbte does not cause an inflammation response from the body. Typically nbte does not cause problems on its own, but parts of the vegetations may break off and embolize to the heart or brain, or they may serve as a focus where bacteria can lodge, thus causing infective endocarditis. The vegetations may also potentially deposit onto heart valve tissue and cause stenosis, thus preventing adequate opening and closing of the leaflets. It is possible that the endocarditis could have been microbial related, and the early use of antibiotics could have contributed to the sterile readings. Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. There are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient infection was device related. A device history record (DHR) review was performed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed, and no similar complaints were found. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors may have contributed. An edwards defect has not been confirmed.